Event description:
The facility reports while changing adapters a nurse cut the end of their finger. The lifter has been taken out of action until repaired. The hosp nurse was attempting to attach the stretcher unit to the jib. The nurse could not get the buttons on the jib to attach to the stretcher holes and the stretcher became jammed on the jib. A colleague was asked to push the stretcher, which resulted in the nurse's finger being jammed between the button and the front face of the sleeve on the stretcher. The nurse suffered a deep cut to their right index finger and received treatment (stitches).